Event description:
Hill-rom received a report from the account stating the intellidrive will run in reverse when activated forward. The bed was located in ICU. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the left push handle was not working. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2012 to 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the left push handle and the issue was resolved. Based on this information, no further action is required.